Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device had intermittent operation was confirmed. The device did not meet manufacturing specifications during functional assessment. The assignable root cause was determined to be due to misuse, and or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 3 of the same event: it was reported that the console device would not "power up". It was stated that once a handpiece device was put into the console, it "would not work and then become frozen." The device would yield the same result after being powered on/off, and when another handpiece device was tested as well. It was reported that the event occured during a back surgery. There was a one hour delay in the surgical procedure due to time needed to sterilize and prepare an alternate device. Allegedly, additional anesthesia was required as a result. After an alternate device was prepared for use, the surgery was completed successfully. It was unknown if injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The evaluation was corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all visual and functional assessments. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.